Event description:
A surgeon reported a pt reported glare following bilateral intraocular lens implant surgery. Two medwatch reports are being filed for this pt: MDR# 1119421-2007-00215 -- os (left eye). MDR# 1119421-2007-00216 -- od (right eye).

Manufacturer narrative:
The info was supplied by the MFR, not the user facility. The prod was not returned for analysis. Prod history records could not be reviewed because the reporting facility did not provide a lot # or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 05/18/2007. Add'l info was requested on: 04/20/2007 and 04/23/2007 by phone, on 04/29/2007 by mail, on 04/30/2007 by fax. A completed questionnaire was rec'd from surgeon in 2007.